Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Serial number of the subject device was not provided.

Event description:
The customer reported to olympus technical assistance center (tac), when the evis exera iii duodenovideoscope was angulated, the elevator did not go all the way down. Subsequently, the procedure was completed. It was noted that the procedure was a therapeutic procedure and there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, a definitive root cause could not be determined. Users can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection: inspection of the endoscope: inspection of the forceps elevator mechanism" olympus will continue to monitor field performance for this device.